Event description:
It was reported that the patient presented in clinic for follow up. On (B)(6) 2022, a chest x-ray revealed that the right atrial (ra) lead had been dislodged. The physician elected to explant and replace the ra lead. There were no patient consequences.

Manufacturer narrative:
The reported events were dislodgement, failure to sense, and failure to capture. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.